Manufacturer narrative:
Visual inspection confirmed the reported complaint. The returned device was received with a sheared inner blade. The outer blade was evaluated for dimensional conformance and found to be within design tolerance. The outer blade was evaluated for straightness and found that the blade runout was excessive. The blade likely sustained a severe bend during use which sheared the inner blade, causing the inner blade to break in half. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the blade broke during an acl reconstruction surgery. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.